Event description:
Reportedly, according to the users, the programmer was replaced due to freeze during use. After deleting more than 5000 files, the representative noticed that the subject programmer was working better. Nevertheless, during the procedure to update the smartview 3.06 programmer software version, some error messages appeared: the first error message was skipped; then the new software version could be installed but another error message was displayed after. Therefore, the integrity of the system was uncertain. In addition, the keyboard was not properly working (particularly the 'delete' key).

Event description:
Reportedly, according to the users, the programmer was replaced due to freeze during use. After deleting more than 500 files, the representative noticed that the subject programmer was working better. Nevertheless, during the procedure to update the smartview 3.06 programmer software version, some error message appeared: the first error message was skipped; then the new software version could be installed but another error message was displayed after. Therefore, the integrity of the system was uncertain. In addition, the keyboard was not properly working (particularly the 'delete' key).